Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a device check prior to a device upgrade procedure, this pacemaker exhibited oversensing and pacing inhibition. It was noted there were only one second pauses with myopotential movements. These pauses were not able to be reproduced with arm pushing and movements. This pacemaker was explanted and successfully replaced with a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported. This crt-p has not been returned for analysis.